Event description:
Patient's meter had segment's missing. Patient did not experience any symptoms of high or low blood glucose. Patient thinks that their meter read 287mg/dl. They ate and took insulin to lower their blood glucose reading. Patient retested and obtained a 197mg/dl and then contacted their md. Md did not treat patient nor did patient suffer a serious injury. Customer service checked the meter settings and the segments were missing and sent patient a new meter.